Event description:
The writer noticed a mismatch between the actual amount prescribed and the dosage pumped during the audit of baxter IV pumps. The patient was receiving a continuous heparin drip at a rate of 11 units/kg/hr, or 19.2 ml/hr. 13 ml of heparin is administered by IV pump in 39 minutes. 12.48 ml is the correct dosage that should be calculated. A difference of 0.52 ml was observed. Given that heparin is a high-alert drug, the disparity is unsafe.